Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from 4 patient samples processed on two vitros 5600 integrated systems. A definitive assignable cause could not be determined. A vitros tsh reagent issue cannot be confirmed or ruled out as a contributor of the event. Historical tsh quality control results were not provided to evaluate the overall performance of vitros tsh lot 5335 in combination with the vitros 5600 system. It is possible that a suboptimal calibration may be contributing to the degree of bias observed between the two methods. In addition there is evidence that suggests a method to method difference exists which may account for the observed bias between the vitros tsh method and the abbott tsh method. The customer obtained acceptable tsh within run precision results on one of the vitros systems prior to the correlation testing. Although diagnostic within run tsh precision tests were not performed to evaluate the performance of the other vitros system, a vitros 5600 system related issue is not likely to have contributed to the discordant results.

Event description:
The customer obtained higher than expected vitros tsh results on 4 patient samples tested on 2 vitros 5600 integrated systems. Correlation sample 23 vitros tsh results 5.83 and 5.66 miu/l versus abbott tsh result 3.85 miu/l in combination with the vitros ft4 result 1.17 ng/dl. Correlation sample 26 vitros tsh results 5.27 and 5.42 miu/l versus abbott tsh result 3.89 miu/l in combination with the vitros ft4 result 0.86 ng/dl. Correlation sample 30 vitros tsh result 10.90 and 11.10 miu/l versus abbott tsh result 4.51 miu/l in combination with the vitros ft4 result 0.93 ng/dl. Correlation sample 31 vitros tsh result 5.71 and 5.67 miu/l versus abbott tsh result 4.11 miu/l in combination with the vitros ft4 result 0.94 ng/dl. Biased results of the direction and magnitude observed could lead to inappropriate physician action. It is unknown if the vitros tsh results were reported from the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. This report is number one of two 3500a forms filed for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).